Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of sense b node noise resulting in a stored untreated episode and two inappropriate shocks. Device data was sent to rhythmcare for review. Data review determined there the observed noise was not physiological in nature. There was also a treated episode stored with confirmation of no noise present following the shock. Rhythmcare then provided troubleshooting and programming options. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of sense b node noise resulting in a stored untreated episode and two inappropriate shocks. Device data was sent to rhythmcare for review. Data review determined there the observed noise was not physiological in nature. There was also a treated episode stored with confirmation of no noise present following the shock. Rhythmcare then provided troubleshooting and programming options. This device remains in service. No additional adverse patient effects were reported.